Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. The pt is scheduled for revision surgery.